Event description:
It was reported that the tubing was torn from the inflation port, causing water to leak. Per reporter, the nurse noticed the ventilator stating the patient had a leak and noticed that the cuff on the patient's tracheostomy was deflated. Per reporter, the nurse then tried to inflate it with 3mls of water and the water leaked out of the tubing. The tracheostomy was changed, and the issue was resolved.

Manufacturer narrative:
The device history record of reported lot number 4434943 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The reported issue could not be confirmed by the investigation as no samples nor pictures were provided by the customer. If the product is returned, the complaint will be reopened for further investigation.